Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that the patient was experiencing pain, bleeding/hemorrhage. The issue was not resolved and was still ongoing. They spoke with patient representative (pt rep), they mentioned that trial was extended till (B)(6) as they had a vacation on (B)(6). They reported that patient started experiencing bleeding and pain since (B)(6) 2025 as wires were being accidentally tugged on from time to time. They mentioned that patient decided to wire the wires themselves that morning. Advised to call physician for assistance. Manufacturing representative (rep), please contact patient if needed.